Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with injection vancomycin (1g stat and repeat every fifth day; route and duration not reported) and injection fortum (1g once a day; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Patient's recovery status and event outcome were not reported. No additional information is available.